Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "the cap separated."

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 0325028 . D.4. Medical device expiration date: 2022-05-31 . H.4. Device manufacture date: 2020-11-20.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for 'cap separation' with the incident lot was observed. Additionally, twenty four (24) customer samples were randomly selected and evaluated by functional testing. The indicated failure mode for 'cap separation' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "the cap separated."